Manufacturer narrative:
One double lumen pediasat catheter with bifurcated injection site attached to the distal hub was returned for evaluation. Damage was observed at the tip of the catheter. Closer examination found that the bond had failed around the optic fibers and one fiber had pulled back into the lumen. Both fibers still function. Adhesive is visible around the fiber bond site. Although the exact cause of the failure was not determined, it does not appear to be related to a manufacturing defect. The lot number was not provided; therefore, a device history record review could not be performed. No actions will be taken at this time.

Event description:
The report stated that blood leakage was observed from the optical module connector on the second day of use. The catheter was inserted without any problems. The amount of blood lost was not determined because it was absorbed into towels under the patient; however, it appeared that a "considerable" amount of blood was lost. The patient was an infant and the catheter was used for the surgery of ventricular septal defect closure. The catheter was eventually removed. In most cases, leakage through the optical module connecter does not lead to a significant amount of blood loss. In this case, the practitioner did not exchange the line for reasons undisclosed, and the pediatric patient appears to have lost a "considerable" amount of blood. Although no patient injury was reported, the risk of injury in this case was not remote.